Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was cracked. Analysis also found the keyboard was damaged. It was noted error found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch screen was found cracked in the center (top to bottom) and also not working. Followup information reported the touch screen was not reacting to the stylus pen. The programmer was returned for repair. There was no patient involvement.